Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
The complaint states that a dexcom app crash was reported. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. On 06/27/2024, it was reported that the app told the patient it wasn't reading and needed to be deleted and re-downloaded. After the patient completed the recommended steps, the patient encountered hypoglycemia with loss of consciousness because she was getting no readings because it reportedly never connected. The patient was unaware she was experiencing a hypoglycemic event and had loss of consciousness 2 hours after attempting to reinstall the app. She was found by her spouse who contacted the son. The son provided transcend glucose gel. At an unspecified moment the reading was 40 mgdl and the patient was given additional carbohydrates. At the time of the report on 06/28/2024, the patient had a mild headache but was ok. The patient reportedly experienced a similar event in april 2024 (B)(4). There was no documentation of further medical evaluation or intervention. No other details were documented. Data was provided for investigation. The allegation was confirmed via data. T he probable cause was determined to be potential patient misuse as the app was manually closed. No additional patient or event information available.

Manufacturer narrative:
(B)(4).